Event description:
It was reported that the patient presented in clinic for atrial leadless pacemaker (alp) implant procedure. Upon release, the alp was noted to become dislodged. The alp traveled to and was retrieved from the inferior vena cava (ivc). The procedure was completed using an alternate alp on (B)(6) 2025. The patient was stable.